Manufacturer narrative:
Block b3: date of event - approximately sometime after 23sep2025 - exact event date is unknown. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2203450, model: db-2203-45, serial: (B)(6), batch: 5002773, UDI: (B)(4). Product family: dbs-linear leads, upn: m365db2203450, model: db-2203-45, serial: (B)(6), batch: 5002773, UDI: (B)(4). Prodfuct family: dbs-extension, upn: m365db3216550, model: db-3216-55, serial: (B)(6), batch: 5001669, UDI: (B)(4). Product family: dbs-extension, upn: m365db3216550, model: db-3216-55, serial: (B)(6), batch: 5001666, UDI: (B)(4). Product family: dbs-ipg-pc, upn: m365db14320, model: db-1432, serial: (B)(6), batch: 236096, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: na , batch: 36188567, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the incision sites on the head where the burr hole covers were implanted. The patient underwent a revision procedure where the full dbs system was explanted. The explanted devices were discarded by the medical facility and were not returned.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the incision sites on the head where the burr hole covers were implanted. The patient underwent a revision procedure where the full dbs system was explanted. The explanted devices were discarded by the medical facility and were not returned. Additional information was received that indicated the patient experienced purulent drainage from the right frontal wound. The patient underwent a left frontal wound washout in attempt to prevent explanting the dbs system a few days prior to the explant procedure. The patient was diagnosed with corynebacterium bovis infection. The patient was administered antibiotics. The patient was doing well postoperatively. The correct event date and explant date were also provided.